Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which no device malfunction was detected. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device responded with hardware error logs. There was reportedly no patient involvement.